Manufacturer narrative:
The device was returned for analysis. The reported pad prints out of position and peeling were confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of two prostyle were successfully pre-placed. Reportedly, the white arrows around the guide wire exit port of one of the prostyle devices were noted to be out of position and the white pad prints around the guide wire exit port were noted to be peeling upon attempting re-insertion over the guide wire during pre-close. The sheath was upsized to greater than 8.5f and the tavi was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.